Event description:
It was reported that on (B)(6) 2015 a drain was placed for laminectomy. On (B)(6) during removal the drain seemed to show resistance. When the dr attempted to remove it slowly the drain broke. The distal segment remained in the pt's body. Afterwards the remaining tube was removed in surgery and was confirmed with x-ray guidance.

Manufacturer narrative:
The device was not returned for eval. The lot number is unk; therefore, a device history record could not be reviewed. (B)(4).